Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error while the customer was trying to prime. The insulin pump made a crackling noise when she tried to prime the insulin pump. She was unable to get into the main menu. The customer was unable to complete the rewind sequence. Customer's blood glucose level was 190 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during the rewind due to a corroded motor home switch. The displacement test could not be performed and no check motor alarm could be verified due to the motor error alarm. The insulin pump was received with a severely scratched display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.